Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) for two patients. Patient 1 result from the meter at 9:42 am was 5.8 inr and the result from a laboratory using dade innovin reagent at 9:51 am was 3.8 inr. Patient 2 result from the meter at 9:56 am was 6.6 inr and the result from a laboratory using dade innovin reagent at 10:00 am was 4.8 inr. This patient was an (B)(6) female born on (B)(6). Neither patient required medical treatment based upon meter results. There was no allegation of an adverse event. The patients had no anemia, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no bleeding or bruising. There were no recent changes in the diet or medication. The therapeutic range was 2-3 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr; donor 2 inr: 2.2 inr . Donor 1 hct: 38%; donor 2 hct: 48%. Testing results: donor 1: retention meter with masterlot strips: 2.7 inr; customer meter with customer strips: 2.9 inr. Donor 2: retention meter with masterlot strips: 2.2 inr; customer meter with customer strips: 2.2 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided in the complaint case that would point to a cause for the result discrepancy.